Manufacturer narrative:
Other, other text: additional contact information was received.

Event description:
Information was received indicating that a smiths medical fluid warmer's rate of infusion is longer than the old apparatus that the site had. The rate of infusion of the new apparatus is about 8 minutes vs the 4 minutes that the old fluid warmer was able to accomplish. In addition the chamber remains full and not fully emptied out during infusion. There were no reported adverse events.